Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Pt ID and weight were not provided by the hosp.

Event description:
It was reported that an injury occurred during a tee/teo exam. The clinician was performing a tee study and when the probe was removed, an esophageal tear occurred which resulted in a higher level of care. The pt was reportedly air lifted to another hosp and underwent emergency repair of the tear. The outcome of the pt is unk and the hosp did not indicate any device malfunction was involved. The risk mgr stated they have no further info regarding the health status of the pt. Additionally, the facility has completed a root cause assessment of the incident and has concluded that neither the probe nor the sys malfunctioned to cause the esophageal tear.